Event description:
It was reported that the patient was experiencing discomfort at the ipg site. The patient underwent an explant procedure, and all explanted devices will not be returned.

Manufacturer narrative:
Date of event: exact date unknown, event occurred the same year the device was implanted. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 20351221.